Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service codes) was confirmed. The electrode belt displayed service codes. The cause for the failure was a defective assembly from the belt node to therapy electrode. He root cause for the service codes was a defective components. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported a belt was receiving service codes.